Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and one similar complaint was found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -11.00 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
The product evaluation found that the lens was returned dry in the lens case/vial, with clear surgical residue/debris on the product. Visual inspection found no visible damage to the lens. (B)(4).